Event description:
It was reported that the patient presented to the clinic remotely for a follow-up on (B)(6) 2022. During examination of the right ventricular (rv) lead, it was noted that there was noise on the lead. No programming changes were made to the rv lead. The patient was in stable condition

Event description:
Additional information notes that the noise was oversensed briefly. The patient will continue to be monitored.